Event description:
It was reported that, "the clips fell out of the jaws. No pt injury was reported."

Manufacturer narrative:
The info was provided by the surgeon in the comments section of user survey. The device had been discarded. No specific lot number was reported. No specific details of the event were reported. We are unable to follow-up on the evaluation or investigation of the specific event.